Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was not getting adequate therapy and the ipg was inoperable. External devices would not connect to the ipg. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.